Event description:
The issue occurred during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the observation of reprocessing in-service and legal manufacturer's final investigation. New information added on fields: d8, h3, h4 and h6. Correction on fields: b5, e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No device was returned to olympus for evaluation. Based on the observation summary report from an endoscopy support specialist (ess), some reprocessing deviations were observed during the on-site visit: it was discovered that the aspiration step was not being performed after brushing the endoscope channels. The ess provided a reprocessing in-service to the user facility staff and gave them reprocessing training materials for reference. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. Olympus expert staff has already conducted training on proper reprocessing for the user. The event can be prevented by following the instructions for use (IFU): IFU: cf-hq1100dl/I reprocessing manual. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that during an onsite visit, the user facility staff did not perform the aspiration step after brushing of the endoscope channels. The staff informed the facility uses scope buddy to flush scope channels but did not have on hand the required adapters to complete aspiration. No patient infections or injuries were reported.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) visited the site for a reprocessing in-service. During the in-service, the ess informed the customer on the correct way to perform aspiration using olympus suction cleaning adapter accessory and portable suction machine. Reviewed with staff on how to reprocess the suction cleaning adapter by either autoclave or by manually high-level disinfecting after each use. This event is under investigation. A supplemental report will be submitted upon receiving additional information.